Manufacturer narrative:
Update rec'd 10/02/2015 - the patient's medical records were received. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der received. Patient is experiencing a staph infection. Update rec'd 8/4/2015- der received. Patient was revised for staph infection. Update rec'd 10/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records during explant of the antibiotic spacer on (B)(6) 2014, the patient sustained a medial femoral condyle fracture. The fracture was treated with the placement of two screws with a washer. At this time the depuy cement that was removed at the time of the fracture is being reported. The complaint was updated on: 10/29/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records during explant of the antibiotic spacer on (B)(6) 2014, the patient sustained a medial femoral condyle fracture. The fracture was treated with the placement of two screws with a washer. At this time the depuy cement that was removed at the time of the fracture is being reported. The complaint was updated on: 10/29/2015.